Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) called to report os eye pain while wearing a 1-day acuvue trueye brand contact lens. The pt reported the suspect os lens was ¿chipped¿ on removal. After the suspect os lens was removed the pt experienced pain and redness. Pt plans a visit to an eye care provider (ecp) around (B)(6) 2018. The pt reported that currently the symptoms are persisting. On 18sep2018 a call was placed to the pt and additional information was provided: the pt went to an ecp on either (B)(6) 2018, the pt was unsure of the exact date of the visit. The pt was diagnosed with os staining from which ¿bacteria entered¿. The pt can¿t recall the ecp contact information at the time of the call. The pt was instructed to discontinue contact lens wear for about a week. Pt was instructed to return to the ecp on (B)(6) 2018, but may not be able to return for the appointment due to pregnancy due date. The pt was prescribed bestron eye drops 0.5 % (cefmenoxine hydrochloride), vegamox eye drops 0.5 % (moxifloxacin hydrochloride) and ¿ofloxin¿ (ofloxacin) eye ointment 0.3 %. Pt is currently experiencing discomfort and has not returned to cl wear. On 09oct2018 and 10oct2018 calls were placed to the pt for additional medical information, but were unable to speak with the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5634670109 was produced under normal conditions. The suspect os contact lens was received for evaluation, but the evaluation is not yet completed. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One lens was received in an open blister. Three sealed lenses were also received for lot # 5634670109. The parameters of the open lens were measured and a visual inspection performed. The open lens met company standards for base curve, center thickness, and diameter. A visual inspection revealed an edge chip. The open lens measured out of specification for power. The three sealed lenses were evaluated for power and measured within specification for power. The product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If any further relevant information is received, a supplemental report will be filed.